Manufacturer narrative:
This device was explanted and returned to boston scientific for analysis. Device analysis is in process, and this investigation will be updated when analysis is complete. Explant date provided, and updated impact codes provided to section f10 and h6.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an alert message related to battery depletion. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 90 days or more frequent monitoring was recommended. This s-ICD remains in-service. No adverse patient effects were reported. This s-ICD was subsequently explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an alert message related to battery depletion. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 90 days or more frequent monitoring was recommended. This s-ICD remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This device was explanted and returned to boston scientific for analysis. Device analysis is in process, and this investigation will be updated when analysis is complete. Explant date provided, and updated impact codes provided to section f10 and h6.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an alert message related to battery depletion. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 90 days or more frequent monitoring was recommended. This s-ICD remains in-service. No adverse patient effects were reported. This s-ICD was subsequently explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.